Manufacturer narrative:
Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis did not find any anomalies.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for an implant procedure. The patient came in with complete heart block. After putting the initial lead in, the patient went into asystole. The doctor screwed in the lead where it was and started pacing the patient as a temporary lead for pacing. The lead was not positioned to the doctor's liking, so the doctor put an other lead in the proper position. After getting the device implanted, that first lead was screwed out. The physician alleged the explanted lead was defective. No specified malfunction was provided. The patient was stable.